Event description:
The customer stated that they treated their high bgs with manual injections. The customer reported that when the batteries are changed they have to rewind the pump. The basal rate, time, and date get erased. Reviewed the history alarm and found that the customer received an error alarm. It was found that the cause of their hospitalization was that the customer manually primed while connected. The customer believes that is why they went into a coma. Advised the correct method in manual prime. The customer also indicated that they removed the reservoir from the pump when they take a shower and brings the reservoir into the shower while they were connected. Troubleshooting was performed. The pump had an alarm. Assisted with rewind and reprogramming. The alarm occurred after a battery change.